Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported balloon rupture was confirmed. It should be noted that the armada 35 instruction for use instructs to prepare the device prior to insertion into the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 50% stenosed lesion in the artery graft. The 7x80mm armada 35 balloon catheter was not prepped outside the anatomy prior to use. The balloon catheter ruptured during first inflation at 12 atmospheres. The procedure was successfully completed with another armada 35 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.